Manufacturer narrative:
One used cadd-solis® hpca pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. The reported issue was unable to be duplicated during flow testing. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy specification. No problems were found with the delivery accuracy of the pump. The complaint was not confirmed.

Event description:
It was reported that a cadd-solis® hpca pump failed the volume metric test. No injury was reported.